Event description:
It was reported that the patient was feeling "sluggish and poorly." The devices rate response was adjusted per the patient's activity level. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.